Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the original implant was done on (B)(6) 2025. The initial implant was done in approximately 1 hour of time and irrisept was the dip solution the surgeon chose to use. The measurements were 11cm distal and 12cm proximal on both the left and right sides and a 22cm cylinder with 1cm rte was used on both sides. The reservoir was placed in a submuscular fashion on the patient¿s left side. The patient presented with an infection and the admitted into the hospital on approximately friday, on (B)(6). The removal of the implant was performed on monday, on (B)(6) 2025. At the time of revision surgery, doctor removed the infected implant and decided not to re-implant anything at this time. The implant was in working condition and there were no mechanical issues with it at the time of explant.